Event description:
It was reported that the camera head had a poor image quality. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not able to be reproduced. However, evaluation and inspection found corrosion on the scope mount. The main unit was worn out and the camera cable was noted to be twisted based on the investigation results, the customer-identified phenomenon, image failure, was not reproduced. A definitive root cause of the phenomenon cannot be conclusively determined. A device history review was conducted and did not identify any issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.